Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/ left essure device expelled into the uterine cavity with proximal end in the left tube.") And fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure device") in a 24-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included adhd in (B)(6) 2019. Previously administered products included for an unreported indication: insulin. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ibuprofen since 2010, lidocaine, nsaids and paracetamol (acetaminophen). On an unknown date, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and pain in extremity ("lower leg pain "). The patient was treated with surgery (hysterectomy and hysterectomy(removal of right essure device), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, hypersensitivity, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown, the fallopian tube perforation had resolved and the menstrual disorder and pain in extremity was resolving. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pain in extremity, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Pathology test - on an unknown date: essure micro device - removed from left fallopian tube. 2. Essure micro device - removed from right fallopian tube. Considering the injuries reported in this case the following events were confirmed via patients medical record:dysmenorrhea,pelvic pain,essure micro device - removed from left fallopian tube and essure micro device - removed from right fallopian tube,left essure device expelled into the uterine cavity with proximal end in the left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received- new event lower leg pain added. Medical history updated. Outcome of event menstruation issues updated from unknown to recovering / resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") and fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure device") in a 24-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: insulin. Concomitant products included ibuprofen since 2010. On an unknown date, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, hypersensitivity, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the fallopian tube perforation had resolved. The reporter considered fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") and fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure device") in a 24-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: insulin. Concomitant products included ibuprofen since 2010, nsaid's, obetrol (adderall) and paracetamol (acetaminophen). On an unknown date, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy, salpingectomy(bilateral removal of fallopian tubes)) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the fallopian tube perforation had resolved. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Events added: depression, mental anguish, dysmenorrhea (cramping), she did not underwent essure confirmation test. Reporter information was added. Event onset date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") and fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure device") in a 24-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: insulin. Concomitant products included ibuprofen since (B)(6). On an unknown date, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, hypersensitivity, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the fallopian tube perforation had resolved. The reporter considered fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ left essure device expelled into the uterine cavity with proximal end in the left tube.') And fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure device') in a 24-year-old female patient who had essure (batch no: a64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included adhd on (B)(6) 2019. Previously administered products included for an unreported indication: insulin. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), ibuprofen since 2010, lidocaine, nsaids and paracetamol (acetaminophen). On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping"), 3 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"), menstrual disorder ("menstruation issues") and pain in extremity ("lower leg pain"). The patient was treated with surgery (hysterectomy and hysterectomy(removal of right essure device), salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, depression, anxiety and dysmenorrhoea outcome was unknown, the fallopian tube perforation, hypersensitivity, vaginal haemorrhage, menorrhagia and pain in extremity had resolved and the menstrual disorder was resolving. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pain in extremity, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Patient received treatment for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2013: unknown. Pathology test: on an unknown date: essure micro device - removed from left fallopian tube. 2. Essure micro device: removed from right fallopian tube. Considering the injuries reported in this case the following events were confirmed via patients medical record:dysmenorrhea,pelvic pain,essure micro device removed from left fallopian tube and essure micro device removed from right fallopian tube,left essure device expelled into the uterine cavity with proximal end in the left tube. Lot number: a64634, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ left essure device expelled into the uterine cavity with proximal end in the left tube / essure device was expulsed into the uterine cavity') and fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure device') in a 24-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included adhd in (B)(6) 2019. Previously administered products included for an unreported indication: insulin. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ibuprofen since 2010, lidocaine, nsaids and paracetamol (acetaminophen). On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 3 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"), menstrual disorder ("menstruation issues") and pain in extremity ("lower leg pain"). The patient was treated with surgery (hysterectomy and hysterectomy(removal of right essure device), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, depression, anxiety and dysmenorrhoea outcome was unknown, the fallopian tube perforation, hypersensitivity, vaginal haemorrhage, heavy menstrual bleeding and pain in extremity had resolved and the menstrual disorder was resolving. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pain in extremity, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Patient received treatment for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2013: hysterosalpingogram reveals bilateral fallopian tube occlusion in this patient status post essure procedure. Pathology test - on an unknown date: essure micro device - removed from left fallopian tube. 2. Essure micro device - removed from right fallopian tube.. Considering the injuries reported in this case the following events were confirmed via patients medical record:dysmenorrhea,pelvic pain,essure micro device - removed from left fallopian tube and essure micro device - removed from right fallopian tube,left essure device expelled into the uterine cavity with proximal end in the left tube. Lot number: a64634 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received: reporter information added. Lab test result added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") and fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criterion medically significant), hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, hypersensitivity and menstrual disorder outcome was unknown and the fallopian tube perforation had resolved. The reporter considered fallopian tube perforation, hypersensitivity, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records was received. Reporters added, events added from pfs- allergic or hypersensitivity reaction, migration of essure device, pain, perforation (fallopian tube(s). Lab data added. Event outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ left essure device expelled into the uterine cavity with proximal end in the left tube.') And fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure device') in a 24-year-old female patient who had essure (batch no. A64634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included adhd in january 2019. Previously administered products included for an unreported indication: insulin. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), ibuprofen since 2010, lidocaine, nsaids and paracetamol (acetaminophen). On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 3 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"), menstrual disorder ("menstruation issues") and pain in extremity ("lower leg pain"). The patient was treated with surgery (hysterectomy and hysterectomy(removal of right essure device), salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, depression, anxiety and dysmenorrhoea outcome was unknown, the fallopian tube perforation, hypersensitivity, vaginal haemorrhage, menorrhagia and pain in extremity had resolved and the menstrual disorder was resolving. The reporter considered anxiety, depression, dysmenorrhoea, fallopian tube perforation, hypersensitivity, menorrhagia, menstrual disorder, pain in extremity, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy in essure removal: if you have not had your essure removed, are you currently planning for essure removal? No. Patient received treatment for pain, bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2013: unknown. Pathology test - on an unknown date: essure micro device - removed from left fallopian tube. 2. Essure micro device - removed from right fallopian tube.. Considering the injuries reported in this case the following events were confirmed via patients medical record:dysmenorrhea,pelvic pain,essure micro device - removed from left fallopian tube and essure micro device - removed from right fallopian tube,left essure device expelled into the uterine cavity with proximal end in the left tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: ppf received outcome of events " pain, bleeding and allergic reaction" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.